Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and performed multiple interventions. The fse bleached the reference line and buffer line with 10% bleach, cleaned the flowcell, re-membrane the carbon dioxide, (co2) measuring electrode, replaced the co2 electrode, na measuring electrode, sample probe, and carbon bridge which resolved the issue. Due to multiple interventions, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4)

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600i clinical chemistry analyzer. The customer repeated the sample on the same analyzer with results considered correct. The questioned low sodium result was reported outside the laboratory; however, there was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.